Event description:
Patient suffered third degree burns.

Manufacturer narrative:
An investigation was initiated into the matter of, "patient suffered third degree burns" during a procedure. Device was not returned for evaluation. It was noted that the light source was sold and shipped in 1998. The device was returned for repair in may 2001, however, at the customer's request-no repairs were performed. Since that time there has been no other indication of device malfunction. Given the length of time this device has been in service, it is possible that the root cause for this condition can be attributed to normal wear and tear. Without the device available for evaluation, no other determination can be made at this time. A trend for this issue was not detected. Device history review did not find any issues with the reported lot. If the device is returned in the future, a follow-up report will be filed.